Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer declined to troubleshoot for high readings. The customer stated has to press on the buttons a few times to work. The customer was assisted with keypad anomaly trouble shooting. The customer states the numbers are not ramping on their own. The customer states the center and down arrow buttons are not working. The customer was assisted in clearing the alarm. The customer states the pump has cosmetic damage. The damage is on the keypad. The customer was advised to replace the pump.

Manufacturer narrative:
The device passed self test, displacement test, rewind test, prime test seating test and basic occlusion test. All buttons functioned properly. No damage in the keypad assembly noted. The connector on electrical board was inspected and connected properly. The device was received with cracked retainer, minor scratched display window, damaged keypad overlay texture and scratched case.